Event description:
It was reported that the 11g 5" match-ground four fact tip introduction needle was being used in a procedure when the top broke off and fell into the surgical site. The needle was removed with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The device was not able to be tested at the manufacture site. Device unable to be evaluated.

Event description:
It was reported that the 11g 5" match-ground four fact tip introduction needle was being used in a procedure when the top broke off and fell into the surgical site. The needle was removed with no patient or user injuries, and no adverse consequences.